Event description:
It was reported that the patient underwent spinal cord stimulator (scs) explant procedure due to an unknown reason. The explanted products will not be returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2023. Block d6b: explant date: (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn:m365sc8216700, model:sc-8216-70, serial:(B)(6), batch:16849964. Product family: scs-lead fixation, upn:m365sc43160, model:sc-4316, batch:16666239.